Event description:
It was reported that during a gastrectomy procedure, no staples were present after firing. The stomach started bleeding, but no transfusion was needed. The case was completed by hand-suturing and a tlc75.